Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise that resulted in pacing inhibition. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.